Manufacturer narrative:
Viscoelastic was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. Additional information provided in h.3. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An intraocular lens (iol) reply card was received from a customer stating that during an iol implant procedure, the lens was scratched, not implanted. There was no reported patient harm. Additional information has been requested.